Manufacturer narrative:
According to the field, the rv lead was discarded and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged and was exhibited a drop in r-waves and no capture at maximum output. The patient also reported experiencing a twitching sensation. The physician had suspected the rv lead may have perforated the patient as well. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.